Event description:
Caller indicated the relion prime meter was reading high. The caller stated his replacement meter is worse than the original he was using. He stated a week and a half ago, he checked his glucose levels and received a reading of 90mg. He stated he knew it wasn't right because he was feeling sick. He stated his vision was blurry, he had a rapid heartbeat, he felt weak and sleepy. He stated he used his wife's meter to check his blood and on that meter it read 35mg. He stated he passed out afterwards and his wife called the paramedics. He also stated she put sugar under his tongue to help increase his glucose. About 15 minutes later, the paramedics arrived and they treated him with an IV to treat him and kept him over night in the hospital. I verified storage and technique. He stores meter and strips on the table in the front room away from the kitchen and bathroom. He changes lancets every time, he test and washes his hands with soap and water. He also uses alcohol and allows his hands to dry. He uses his fingers as his testing site. He is not receiving any oxygen therapy and states he has hypoglycemia. I verified he seals the bottle cap immediately and tightly after removing a test strip. He is unsure what his normal levels are because it could change from a low reading to another reading. He doesn't know where his bottle of control solution is. Customer also asking for complimentary strips because of the trouble he has been receiving. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.